Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid-distal right coronary artery. A 3.00mm x 15mm nc emerge was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 3 seconds. The balloon was removed together with the wire. The procedure was completed with a different device. No patient complications were reported.